Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to an interventional coronary procedure with impella support. Reportedly, there was a cuff miss [suture retrieval issue] with the first prostyle device used in this large patient using a high stick that was below the inferior epigastric artery. Another prostyle was used and preplaced a suture. A third prostyle device was attempted to preplace a second suture; however, a cuff miss [suture retrieval issue] was noticed. Continuing the preclose technique was abandoned. The sheath was upsized to 14f and the coronary procedure was completed. Hemostasis was achieved with one pre-placed prostyle suture and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.